Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-01394 / 01396). Remains implanted.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2015 due to femoral loosening and poly wear. A second revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.